Manufacturer narrative:
Diopter: +15.00. Evaluation method: lens work order search. Evaluation results: a lens work order search revealed no similar complaint within the work order. A visual inspection of the returned product found the optic torn and loop haptic bent. Lens was returned in liquid. Conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated a cq2015a +15.00 diopter collamer three piece lens was used. Haptics folded over while loading. The technician said there was something wrong with the lens. There was no patient contact.

Manufacturer narrative:
Method: device history record review. Results: based on the DHR review and root cause analysis, the probable cause could not be determined at this time. There were no documented issues and concerns in the manufacturing and inspection processes which may cause damage to the lens. Physician report does not indicate that any exceptional event or condition would have caused damage to the lens. Conclusion: based on the complaint history, work order search, product evaluation, and device history record review, a specific root cause of the event could not be determined. (B)(4).